Event description:
Synergy china registry it was reported that angina occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in left main coronary artery (lmca) extending up to proximal left anterior descending artery (lad) with 80% stenosis and was 17 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In january 2024, the subject was diagnosed with angina pectoris and was hospitalized for further treatment. At the time of the event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. Seven days later, the subject was discharged from hospital. The outcome of the event was considered as recovering/resolving.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.